Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.